Event description:
It was reported that the patient had a procedure for a right breast mass removal. Physician was present to temporarily remove patient¿s m103 generator from left chest wall to allow another physician to use bovi for the right breast procedure. Following procedure, patient's physician reinserted original generator. Original generator repeatedly showed high impedance upon interrogation. In the or, they ensured the leads were placed correctly on the vagus nerve, checked for any visual obstructions in the header and reinserted the lead pin making sure it was past the second connector block and re-ran system diagnostics. Since troubleshooting failed, the old m103 generator was replaced with m1000 and original settings were restored. M103 and original lead wires passed all necessary inspections. Device history record was reviewed for the suspect generator. The generator was sterilized and passed all quality control measures prior to distribution, and no unresolved nonconformances were found. Product return attempt will not be made, as listed facility discards all explanted products. No other relevant information has been received to date.

Manufacturer narrative:
B5. Corrected description, initial report: troubleshooting of checking coil on vagus nerve was inadvertently listed when this did not occur and description of cracked header was inadvertently not reported.

Event description:
It was later clarified that they did not ensure the lead was placed correctly on the vagus nerve during surgery. It was also reported that when temporarily removing the old m103 generator, the header sustained damage. The surgeon mentioned it was difficult to remove the m103. No other relevant information has been received to date.

Event description:
It was later reported that the header detached while removing the battery which was adherent to the underside of the clavicle. Internal data was reviewed for the day of surgery. Generator data showed a >25% change in impedance occurred on day of surgery from an impedance value within normal limits to high impedance value. This shows that impedance was not high until day of surgery, likely caused by detachment of generator header.